Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results within 10 minutes: 6.5 mmol/l (system 1), 12.5 mmol/l (system 2), and 9.2 mmol/l (system 3).